Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 05-sep-2024, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 20-aug-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via the manufacturer representative they had a change in pain relief. They came into the office for an x-ray and the leads had moved. Reprogramming on different electrodes was done and they were able to capture electrodes 8/9 for evolve programming. The cause was unknown and it was suggested that possibly sleeping/tossing and turning contributed. It was unknown if the issue was resolved.